Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with rewind anomaly. The blood glucose was 87 mg/dl at the time of the incident. Customer was going to change out set but pump will not give option to rewind. The insulin pump will not be returned for analysis.